Event description:
The customer reported via phone call that they had moisture exposure to the insulin pump. Customer reported going into the pool while connected to the insulin pump. The customer stated there was a black circle on their insulin pump's screen. The customer's blood glucose was 171 mg/dl. The customer stated there was fluid present under the lcd display. Customer also stated there were no cracks present on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The motor assembly was received corroded. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, and minor scratches on the display window. No button anomaly could be verified due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.